Manufacturer narrative:
The siemens regional support center (rsc) and headquarters support center (hsc) specialists were at the customer site, they performed complete system check. The vacuum speed was verified and recalibrated to a lower value, reagent probe 1 was replaced and calibrated as it was bent, reagent probe 1 calibration at incubation ring dispense port was verified and adjusted, sample digital diluter assembly was proactively replaced to eliminate a potential sample delivery issue, and valves were proactively checked and replaced to ensure optimal wash around functionality of the aspirate probes. Incorrect aspirate probe calibrations were observed and were set back to default positions. A defect on aspirate probe 3 tubing was observed due to rubbing on the tubing management clip. The tubing was replaced with a new one. The aspirate probes and probe wash guides were proactively replaced. A precision testing was performed on three hundred replicates of low calibrator for alpha-fetoprotein (afp) and the coefficient of variation was 9.5%. A hanging water drop on wash separation manifold dispense ports 1 and 3 during baseline afp run was observed. The water valves and wash separation manifold were replaced to address the water drops. Pinch valve tubing was replaced proactively to ensure optimal wash aspiration functionality. The reagent probe 1 diluter assembly and associated water valve were replaced proactively to ensure optimal reagent delivery. The water filter and water degasser were also replaced proactively. A precision testing was performed on sixty replicates of low calibrator for afp and the coefficient of variation was 16%. Background counts, dry, wetwater, and wetwash1 tests were performed. It was found that the dry values with relative light units (rlus) were in the single digits indicative of potential contamination issue. A decontamination procedure was performed for acid and base lines with bleach followed by hydrogen peroxide. Background counts and other three tests were performed and the rlus improved. The extensive system checks performed on this instrument did not reveal a conclusive definitive failure of the instruments mechanical functionality. A precision testing was performed on hundred replicates of low calibrator for afp and the coefficient of variation was 11%. The imprecision for the last precision study was potentially due to the effects of the decontamination still being worked out of the system. Upon the recommendation of siemens, the customer replaced the ionizer assembly and acid and base pumps, checked the acid and base pumps to see if there was a gap at the end of the piston, and replaced the reagent probe heater coil. Siemens investigated the issue and determined that since the decontamination procedure, the customer has not received imprecision on afp patient samples. The review of the precision data of the low end samples performed by the customer showed it was within expected range. The potential cause of the imprecise afp results on the patient samples was due to the contamination issue. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Mdrs 2432235-2017-00531_s6, MDR 2432235-2017-00599_s4, MDR 2432235-2017-00625_s4, MDR 2432235-2018-00660_s3, 2432235-2018-00156_s2, 2432235-2018-00308, 2432235-2018-00309, 2432235-2018-00310, 2432235-2018-00311, and 2432235-2018-00312 were filed for the same issue.

Event description:
A discordant, falsely elevated alpha-fetoprotein (afp) result was obtained on one patient sample on an advia centaur xpt instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower both times. One of the repeat results was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated afp result.